Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a lumbar posterior fusion procedure on unknown date and the barbed suture was used to close the fascia. Less than a month following the procedure, the patient experienced dehiscence of the fascia layer. The patient was brought back to the or for irrigation and to re-close the tissue. The suture was found to be broken mid-strand in several places and it is unknown how the tissue was closed in the second procedure. The patient status is unknown. Additional information will be requested.

Manufacturer narrative:
Additional information additional information was requested and the following was obtained: technique for all stratafix placement: running lumbodorsal fascia suture: first throw placed parallel to incision on surgeon¿s side 2-5 mm from fascial incision edge. One throw surgeon¿s side, to the right of the left end of incision line, then next suture placed on opposing side back toward right of left incision terminus, then across incision line to incorporate the tab, then another full throw across toward the terminus to incorporate the very first longitudinal throw. Then continuous suturing until terminus, then return over closed fascial layer for 2-3 overlaps in a continuous fashion. Experience of the surgeon using stratafix: 24 years since completion of neurosurgery residency what in the surgeon¿s opinion are the contributing factors for the dehiscence? High tension wound, high tension closure, crossing barbs may be higher tension points leading to failure. All cases were reclosed with 2.0 vicryl interrupted sutures lot number unknown do you have any unopened samples of the same lot number for evaluation or actual sample for analysis? No mrn: xxxx w.p, 51 yom, bmi: 21.41 procedure: l5-s1 plif (B)(6) 2016 brought back for irrigation and fascial dehiscence reclosure: (B)(6) 2016 event predisposing: perhaps getting into his truck cab condition of tissue: healthy, no prior surgeries to plif fascial incision length: 8cm tension of wound: moderate to high current condition of the patient: recovered findings: a dehiscence of the fascial layer on the left side was discovered. Remaining sutures were removed. A continuous stratafix layer was found to have developed a fracture in the center of it.